Event description:
It was reported that during a da vinci assisted radical prostatectomy with lymphadenectomy surgical procedure, a fenestrated bipolar forceps did not sufficiently coagulate. The procedure was completed with a back-up instrument with no patient harm and no delays. Intuitive surgical, inc. (Isi) followed up with the site, however, no additional information was obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the reported complaint. The fbf instrument was placed and driven on an in-house system. When the fbf instrument was connected to the in-house erbe generator, the fbf instrument passed energy recognition, passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips/tips (for scissors) opened and closed properly. Electrical continuity and energy delivery tests were performed and passed. Additional observation not reported by site: the instrument was found to have damage of the conductor wire¿s insulation. The damage is located at the distal end. As a result, the internal wires are exposed. Electrical continuity was performed and passed. No thermal damage was observed. Root cause of this failure is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (part # 471205-17 / lot # k12211122 0432) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 on system (B)(4) for a radical prostatectomy with lymphadenectomy procedure. There were 9 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. Images associated with this reported event were not submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis found the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.